Manufacturer narrative:
Additional information was received which reported that the tip of the guidewire was not manipulated prior to use. The guidewire inspected prior to use for any bends or kinks. The guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle. The guidewire was placed in the apex of the left ventricle. The guidewire was not torqued or twisted. The guidewire position was visually monitored using two projections. The guidewire was not manipulated without fluoroscopic visualization. No resistance was felt with the guidewire during use. There was no report of forward movement of the guidewire as the valve was being released. The patient was reported to have recovered and was discharged home. Updated b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the guidewire was discarded. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of an unknown transcatheter bioprosthetic valve, cardiac tamponade was reported, as a result of a right ventricle perforation. The physicians believed the guidewire was the cause of the perforation. The patient was converted to open cardiac surgery to contain the perforation bleeding. No additional adverse patient effects were reported.